Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend relate to irradiation dose lot or device lot was noted. Labeling included cautions regarding pin site infection.

Event description:
On 01/23/2024, patient js called tn to inquire about the size hex wrench used to release the pin clamp, since his finger is too swollen to clean the infected distal pin site. The patient said that he had been treated with antibiotics. The doctor is continuing his therapy.